Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain due to lead fracture and migration that was confirmed through x-ray. Symptoms of swelling, discomfort, inadequate stimulation and redness were noted. The physician believed that the lead broke apart, which contributed to patients complication. Additional information was received that the patient underwent a lead replacement procedure wherein some contacts of the paddle lead remain in the patients body. The patient was doing well.

Manufacturer narrative:
Sc-8216-70 sn: (B)(6). The returned lead was analyzed and revealed that multiple electrodes are dislodged from the paddle lead. With all the available information, boston scientific concludes the reported event was confirmed. Visual inspection revealed that the lead was cleanly cut into three pieces from the proximal end of the lead. It appears that excessive mechanical force was exerted onto the paddle lead tails when it migrated, causing the severe damage to the paddle and dislodgement of the electrodes. A labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient was experiencing pain due to lead fracture and migration that was confirmed through x-ray. Symptoms of swelling, discomfort, inadequate stimulation and redness were noted. The physician believed that the lead broke apart, which contributed to patients complication. Additional information was received that the patient underwent a lead replacement procedure wherein some contacts of the paddle lead remain in the patients body. The patient was doing well.

Event description:
It was reported that the patient was experiencing pain due to lead fracture that was confirmed through x-ray. Symptoms of swelling, discomfort, inadequate stimulation and redness were noted. The physician believed that the lead broke apart, which contributed to patients complication.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.